Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Customer reported blood glucose level was not impacted by the issue. Reportedly, customer continued pump therapy.